Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was treated with antibiotics for an infection at the lead site. Additional information identified the patient underwent surgical intervention the second week of (B)(6) ( exact date unknown) where the physician removed a portion of the wound at the incision site that was not healing properly.

Event description:
Follow up information identified the infection has resolved.

Event description:
Additional information received identified the patient¿s entire scs system was removed due to infection approximately three weeks ago. The exact date of explant is unknown. The patient reports the infection is now resolved.